Manufacturer narrative:
Only birth year reported as (B)(6). Stent remains implanted in patient. As event occurred more than 3 months after index procedure and there were no reported device malfunctions, the delivery system is presumed discarded and will not be requested. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as foreseeable events. A review of cobra pzf instructions for use (IFU) was conducted. Restenosis is listed in the IFU as a known potential adverse. The investigator indicated that the event is not related to study procedure, but possibly related to study device; the sponsor believe intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malapposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A (B)(6)-year-old male with medical history of multi-vessel coronary artery disease, atrial fibrillation on oral anticoagulation with apixaban, hypercholesterolemia, type 2 diabetes mellitus, and hypertension presented with stable angina and enrolled in the cobra trial on (B)(6) 2018. Without pre-dilatation, a 3.5x15mm cobra pzf¿ nanocoated coronary stent system was advanced via radial access and implanted in the non-calcified, moderately tortuous mid left anterior descending (lad) coronary artery for treatment of a type b2 lesion. Timi flow was 3 after procedure. Patient was placed on dual-anti-platelet therapy (dapt) (clopidogrel and aspirin). A 30-day follow-up phone call to patient was conducted on (B)(6) 2018; no adverse events occurred. The patient presented on (B)(6) 2019 with unstable angina, after having 3 days of severe chest pain with dyspnea at rest. Coronary angiography, for further evaluation on (B)(6) 2019, showed in-stent restenosis of the middle segment of the lad artery and disease progression proximal to the stent; it was treated with implantation of two drug-eluting stents in the middle segment of the lad artery. The patient discharged from the hospital in good condition. The investigator indicated that the event is not related to study procedure, but possibly related to study device. No additional information was provided.